Event description:
It was reported that a pt who presented in the emergency room after receiving multiple inappropriate high voltage therapies for what appears to be supraventricular tachycardia. The pt is known to be noncompliant with their prescribed medication regimen. Reprogramming was planned. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.